Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient called on (B)(6) 2026 to report two instances of low intensity electrical shocks from their system controller on (B)(6) 2026. The first shock occurred when the controller was sandwiched between the patient's upper arm and chest wall while urinating and the second time, the controller was resting on the patient's exposed thigh. The patient was connected to the mobile power unit (mpu) during both episodes. A loaner mpu was provided while the original mpu was tested. The clock appeared to be set incorrectly as well. The log files were submitted for review. The log files contained clusters of pulsatility index (pi) events as well as routine power source changes. The log files also captured low voltage events which appeared to be the result of normal battery depletion. The mechanical circulatory support (mcs) equipment operated as intended. It was later communicated that the patient continued to feel electrical shock sensations while using the loaner mpu. The cause of the electrical shocks were due to worn paint on the face plate of the controller, which allowed transfer of electrical current to the patient's exposed skin. The system controller and the mpu were exchanged.